Event description:
A customer reported an issue with their pump where the incorrect time was displayed, leading to a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor the situation and report if the discrepancy recurred. The customer understood and acknowledged the advice given.